Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade IV".

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. The device remains implanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified some fold creases, a wear abrasion, and the weight was within specification. After autoclave cycle was identified a cloudy gel, some voids between the shell and gel and bubbles in gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.